Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and neurological disorder are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site that the patient was admitted on friday evening with neurological symptoms of sight disorder and dizziness. After the first check the surgeon decided a computed tomography (CT) scan. The cause of investigation revealed a heavy neurological bleeding. During the admission the family decided no more further therapy. No additional information available.

Manufacturer narrative:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2017. It was reported that the family does not want an autopsy done and that the pump will not be returned as it remains implanted. No additional information available. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. With review of the reported information with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.